Event description:
Information received indicates the bed moved unintentionally into the chair position.

Manufacturer narrative:
The facilities maintenance indicated they replaced the left siderail ucm board to repair the bed.